Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the black washer fell out of the insulin pump from the top of the reservoir compartment and the reservoir was not locking into place. The customer's blood glucose level was 364 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoirwill not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip. The test transmitter communicated properly to the pump. No unexpected lost sensor alarm noted. Pump was monitored and no noise anomaly noted.